Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the fibertak knotless device failed. It was reported that the manufacturers guidance was followed but, during deployment, the implant became stuck incompletely deployed. In the process of adequately seeing the device using a light mallet, the introducer fractured and the distal portion remained embedded in the bone. The loading mechanism for the anchor was damaged and an additional anchor had to be used to complete a secure soft-tissue repair. The customer reported that no significant harm was done to the patient, but there is a retained foreign body which affects future imaging. The patient is aware, including the reason that removal was not attempted as it was more likely that a removal would result in more harm.

Manufacturer narrative:
Corrected information: g4. Additional information: b5, d1, d4, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
Further information were provided that the event was related to an ar-3638 with the lot number 12976451.